Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis; however, investigation is not complete and still ongoing. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil implant was used to treat a splenic artery aneurysm. During attempt to reposition the coil, it started to unravel and broke off at the coil/pusher junction when retracting into the microcatheter. Portion of the coil was in the splenic artery and the unraveled portion in the microcatheter. A snare was advanced from the femoral artery and the entire coil was removed. There was no harm or injury to the patient.

Manufacturer narrative:
The implant was the only component received for evaluation. The inspection of the implant found it to be severely stretched and broken. Due to the missing pusher, the investigation was unable to determine if the device was thermally detached using a detachment controller or if the device was experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.